Event description:
It was reported that the ok keypad button had to be pressed multiple times in order to activate the desired pump functions. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the complaint regarding down key was not duplicated. Keypad is intac with no evidence of peeling or damage. All keys are responsive. Removed keypad to check for contamination which was found under up/down/contrast/ok key contacts.unrelated to this complaing, the display was dicolored/dim/fading replaced faded display with test display. And test screen was fully functional. Completed the testing with test display. Battery compartment was cracked.